Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a lead. It was reported that the lead would not advance or withdraw from touey needle without remarkable force. It was reported that they had to use appropriate pressure applied to maintain lead integrity to advance or withdraw. Issue was not resolved at the time of the report. It was reported that the lead was never implanted and will be returned. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the lead (va1m4y0001) found no significant anomalies. Product analysis #230875462:analysis information -- (B)(4) 2018 09:27:45 cst pli# 10 product ID# 977a260 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the insulation on the lead was cut; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Product ID: neu_stylet_acc, serial# unknown, product type: accessory; product ID: neu_epidural needle, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the epidural needle found the spoon of the needle had a sharp edge on the undercut side. Product ID: neu_epiduralneedle, serial# unknown, product type: accessory; product ID: neu_epiduralneedle, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc, product type: accessory. Product ID: neu_epidural needle, product type: accessory. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the healthcare provider (hcp) was unable to pass the lead into the epidural space. It was determined that the lead was "catching" at the curved needle tip. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_stylet_acc; lot# serial# unknown. Product type: accessory; product ID: neu_epidural needle; lot# serial# unknown; product type accessory. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the lead not advancing or withdrawing was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.